Event description:
It was reported the patient experienced a loss of therapeutic effect. The symptoms were a gradual onset. There were no falls or traumas reported. The only activity the patient had done was clean the refrigerator. The patient first noticed the change last friday, 2014-(B)(6). The patient experienced no stimulation sensation. The patient tried adjusting, increasing and recharged the device. The patient was unable to adjust stimulation. The patient programmer (pp) had not gotten dropped or wet. Stimulation was reportedly off. The patient was unable to switch to any other group or program. However, the patient was able to turn adaptive off. The patient turned stimulation back on and increased to 7.3 volts, and still didn¿t feel any stimulation. The patient was instructed to turn adaptive stimulation back on. Additional information received reported that electrode number 7 was showing an open circuit. The manufacturer representative (rep) reprogrammed the patient¿s device to exclude electrode number 7. Impedances were checked, and electrode number 7 was showing greater than 10,000 ohms. The patient was getting stimulation where he needed it, and had greater than 50% symptom reduction at the time of this report.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 8591-38, lot# d26866, implanted: 2012-(B)(6), product type accessory. Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).